Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that they found several kits that had the one way valve dislodged. Verbatim: I found several kits that had the one way valve dislodged. There has been an increase in occurrences where the blood comes right out since the valve was not attached to the line. To help mitigate this, I have relayed this concern to the bd reps and the icts and rns are more inclined to check each kit before insertion.